Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis patient called technical support and reported drain complications and fibrin. Follow-up with the patient's peritoneal dialysis nurse noted the patient was diagnosed with peritonitis on (B)(6) 2016. This was attributed to a break in sterile technique. Peritoneal dialysis culture results revealed pseudomonas. The patient is being treated with ceftin, oral ciprofloxacin and heparin to help with the fibrin. It was also noted post antibiotic treatment the patients cell count was coming down.